Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was pulmonary emboli (pe). A standard inferior veno cavagram revealed no persistent ivc filling defect and the renal veins were identified. The trapease filter was successfully deployed into an infrarenal position. The report states that the filter subsequently malfunctioned including, but not limited to deep vein thrombosis and caval thrombosis. Per the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc, and an unsuccessful percutaneous removal attempt. The patient further reports swollen legs, chronic leg pain, severe light headedness / dizziness, inability to walk, restless leg issues, insomnia, weight gain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt, nor does it prevent the formation of dvt or other clots (thrombosis). Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the filter was indicated for pulmonary emboli (pe). The right groin was prepped and draped in the usual manner. Venous access into the right common femoral vein was obtained utilizing a one walled needle and modified seldinger technique. A wire was advanced to the inferior vena (ivc) cava level. Over this wire a trapease inferior vena cava filter entry system was advanced to the mid lumbar level. Injection through the stiffener stylet was performed to confirm positioning. Subsequently, a standard inferior vena cavagram was performed. There was no persistent filling defect within the inferior vena cava to suggest thrombosis. The flow jets of the renal veins were identified. A deployment site for the inferior vena cava filter was chosen. Using standard technique and direct fluoroscopic observation, a trapease inferior vena cava filter was successfully deployed into the infrarenal section of the inferior vena cava. Confirmation of positioning of the filter relative to the renal veins was performed utilizing a single hand injection of contrast. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc, in addition to an unsuccessful percutaneous removal procedure attempt. Surgical removal procedure details were not provided. The patient further reports swollen legs and chronic leg pain due to completely occluded vascular system, severe light headedness and dizziness, inability to walk in addition to mental anguish, fear and anxiety, limited physical capabilities and stamina, restless leg issues, insomnia, weight gain due to inability to exercise and having to take early retirement due to being unable to work due to leg pain. The patient became aware of the reported events approximately nine years and nine months after the filter implantation.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt) and caval thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.